Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Date of event: unknown. Additional product codes are: hrs, hwc. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4). Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), item 02.124.413 lot # 9750271 manufacturing date: 07.dec.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the original surgery was performed on (B)(6) 2016, at an unknown hospital somewhere in florida for a periprosthetic distal femoral fracture of the left leg. Postoperatively, patient presented with a malunion, delayed healing and broken plate. The malunion presented at the fourth hole screw position from the distal end of the plate on the patients left femur bone. An unknown screw was implanted at this screw position on the plate. Revision surgery was performed on (B)(6) 2016. It was also reported that post- operatively after the first procedure, on an unknown date the patient had a blood clot in the left leg and was prescribed medication(coumadin) . Surgeon removed the whole construct that included the following implants; one (1) 12 hole 4.5mm variable angle (va) locking curved condylar(lcp) plate, unknown quantities of screws that included variable angle cannulated locking screws, cannulated locking screws, 5mm standard locking screws, 4.5 mm cortical screws , cables with cerclage positioning pins and cerclage buttons. Patient was revised to the va/lcp condylar plate and screws system. Revision surgery was completed successfully, and patient is report in stable condition. This report is for 1 devices. Unknown screw has been entered as concomitant device. Concomitant devices reported: item, lot and quantity are unknown. Unknown variable angle cannulated locking screws. Unknown cannulated locking screws. Unknown 5mm standard locking screws. Unknown 4.5 mm cortical screws. Unknown cables. Unknown cerclage positioning pins. Unknown cerclage button. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient height is (B)(6). Patient was reportedly compliant and a non-smoker. Corrected data: describe event or problem. Relevant tests/lab data: other relevant history. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016 due to malunion, delayed healing and a broken 4.5mm variable angle (va) curved condylar locking compression plate (lcp). The patient was initially implanted on (B)(6) 2016 to treat a distal femoral fracture of the left leg. It is unknown when the postoperative conditions were discovered. The malunion of the patient's femur was present at the fourth screw hole position from the distal end of the plate. An unknown screw was implanted in this position of the plate. During the revision surgery, the entire va-lcp construct including the plate, an unknown quantity the following unknown implants: va locking and standard locking screws; 5mm locking screws; 4.5mm cortical screws, and cables with cerclage position pins and cerclage buttons, were removed. The patient was revised with a new va-lcp condylar plate and screw system. The revision surgery was completed successfully and without delay. The patient's postoperative condition was reported as stable. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (4.5mm va-lcp curved condylar plate/12 hole/266mm/left, part number 02.124.413, lot number 9750271). The subject device was returned with the complaint condition of broken. The patient underwent revision surgery due to malunion, delayed healing, and to remove and replace the subject device. The returned subject device is part of the 4.5mm va-lcp curved condylar plate system and is indicated for buttressing multi fragment distal femur fractures per the associated technique guide. Visual inspection of the subject plate confirmed the plate was broken through the fourth combi-hole proximal to the head of the plate. A visual inspection of the fracture site did not reveal any material issues or voids in the material. The exact cause of the complaint condition is unknown, but it is likely that the plate broke due to cyclical loading due to the delayed bone healing. Drawings (manufactured/current) for the subject device were reviewed. No drawing issues or discrepancies were noted. The design, materials and finishing processes were found to be appropriate for the intended use of this device. As previously reported, a review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Although the complaint condition was confirmed, an exact root cause could not be definitively determined. It is likely that the plate broke due to cyclical loading due to the delayed bone healing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.